Manufacturer narrative:
(B)(4). The location of the reported device is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the tip of the g7 guide rod broke off while impacting the cup. There was no patient harm or impact reported. It was confirmed that no further information could be provided.